Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air was observed. During a pulmonary vein isolation to treat paroxysmal atrial fibrillation a faradrive was selected for use. After performing the brockenbrough procedure, the sheath was replaced and flushing was carried out. Microbubbles were frequently observed, and air was detected from the sheath handle to the flush port. Despite multiple aspirations, the issue persisted. The sheath was replaced, and the procedure was completed without any patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Event description:
It was reported that air was observed. During a pulmonary vein isolation to treat paroxysmal atrial fibrillation a faradrive was selected for use. After performing the brockenbrough procedure, the sheath was replaced and flushing was carried out. Microbubbles were frequently observed, and air was detected from the sheath handle to the flush port. Despite multiple aspirations, the issue persisted. The sheath was replaced, and the procedure was completed without any patient complications. The sheath has been received for analysis.